Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The reason for event was because the sdi cables were damaged. The cause of the damaged sdi cable was not able to be identified because there was no shipment of the actual item. It is believed that it was damaged due to the addition of external force to the sdi cable. The above is determined to be due to the handling. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
At this time, it is unclear whether the device will be returned or not. The initial reporter stated that he would have the nurse from the procedure call olympus back to provide more details from the event. Should additional information become available prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
As reported, the evis exera iii video system center did not display an image when it was connected to the facility's olympus monitor. According to the initial reporter, it is unclear if this event occurred during a procedure or not. There is no signal in the room to troubleshoot the device. The unit is not wireless. There was no patient harm or consequence reported as a result of this event.